Manufacturer narrative:
The pump has been returned and evaluated on (B)(4) 2014 with the following findings: the keypad cover was torn at the up button. The up and down buttons responded intermittently. Additionally, the bolus button cover was torn difficult to use. Contamination was found underneath all of the keypad button contacts. The pump case had a crack in between the keypad and the display lens just above the up button. Unrelated to the keypad issues, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up and down buttons were intermittently unresponsive. Additionally, the bolus button cover was torn and difficult to use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.